Event description:
Right hip revision performed today. Pt. Presented with hip instability of a tha performed "about 20 years ago". Imaging determined the acetabular shell was no longer well-fixed. Dr. Opted to revise the shell to a zb dual-mobility construct. Stem was left in-situ. No further info available.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.